Event description:
It was reported that after using bd vacutainer® ultratouch¿ push button blood collection sets, there was blood leakage from the top on two (2) needles. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-mar-2025. Investigation summary bd received 10 samples and 2 photos for investigation. The two customer photos show a device with blood leakage from the front sample above the wing. Additionally, a total of 10 returned samples underwent functional testing; all samples passed testing without any issues, and there was no evidence of damage or leakage during use. The samples were also able to be activated properly with no evidence of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using bd vacutainer® ultratouch¿ push button blood collection sets, there was blood leakage from the top on two (2) needles. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional information date received by manufacturer: 01-july-2025. E4: the initial reporter notified the FDA on 18-apr-2025. Medwatch report #mw5169282.

Event description:
It was reported that after using bd vacutainer® ultratouch¿ push button blood collection sets, there was blood leakage from the top on two (2) needles. No patient or user impact reported.